Event description:
Nellcor puritan bennett (npb) received an inquiry for a ventilator inspection. As per customer, no allegation of ventilator malfunction. Npb customer service engineer inspected the device, and the device was found to be working according to npb's specifications.

Manufacturer narrative:
Npb has attempted to contact the customer for further event information. A follow up MDR will be sent should further information become available.